Manufacturer narrative:
The insulin pump was monitored for 3 days. No weak battery alarm noted. All operating currents are within specification. The insulin pump passed displacement test and self-test. All buttons functioning properly. However, found corroded keypad traces. No button error alarm during testing. The insulin pump was received with partially broken reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked battery tube threads, scratched reservoir tube window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the insulin pump had alarmed button error. The device wouldn't respond but now its alerted weak battery. Customer's blood glucose was unknown. Customer didn't recall any significant event which may have caused the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.